Event description:
The customer reported to olympus that the endoeye flex deflectable videoscope footage went black before the case. The issue was found during preparation for use for a therapeutic procedure, which was completed with a similar device without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. In addition to the reportable malfunction, the following were noted: the adhesive on the bending section cover had a chip; the protector of the universal cord on the control section side had a scratch; the venting connector of the light guide connector was deformed; an abnormal sound was made due to deformation of the bending tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Updated: h6, h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the reported no image and observed communication error issues could not be determined, however, the issues were possibly due to a malfunction of the image sensor unit or a failure of the board inside the video connector due to use stress, external factors, or user handling/mishandling. The event can be detected by following the instructions for use section which state: chapter 3 preparation and inspection 3.8 inspection of combined functions with related equipment inspection of endoscopic images: ¿check whether normal light observation images and nbi observation images appear normally. 1. Before inspection, wipe the endoscope lens with sterile gauze moistened with saline or sterile water. 2. Observe the palm etc. Using normal light observation images and nbi observation images. 3. Make sure the lighting is on. 4. Adjust the light intensity to get the appropriate brightness. 5. Confirm that there are no abnormalities such as noise, blur, or cloudiness in normal light observation images and nbi observation images. 6. Operate the endoscope's angle lever to bend the curved part. 7. Confirm that no abnormalities occur, such as normal light observation images and nbi observation images momentarily disappearing¿. Olympus will continue to monitor field performance for this device.